Manufacturer narrative:
Exact date unknown, event occurred a long time ago from the date the manufacturer became aware of the event. Explant date: long time ago.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. The explanted device was not returned. No further information has been obtained despite good faith efforts.